Manufacturer narrative:
Device is a combination product (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the device found a hypotube break 253 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found multiple inner/outer polymer extrusion kinks along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received on 10aug2017. It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A guide wire crossed the lesion and pre-dilation was performed using a 2.0x15mm non-bsc balloon catheter. A 2.50 x 20 synergy¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body however, after pulling the device out from the sheath, shaft break was noted. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable.